Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported interference could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Section c also states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer had difficulty taking cardiomems readings due to electromagnetic interference (emi). Troubleshooting performed to resolve the issues included placement of the patient electronic system (pes) on a regular mattress while plugged directly into a wall outlet with no continuous positive airway pressure (CPAP), heated blankets or mattress pads. The pes was turned on, but the reading began without the patient, so it was cancelled. More readings were initiated, once from the left shoulder centered, and another while the patient was laying on their left side, but emi was detected. The patient removed their left ventricular assist device (lvad) shirt, and the reading was re-initiated from the left shoulder centered and it was successful. There was no adverse event associated to the emi and no further rcts action was required. No replacement or further intervention was needed.